Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a continuous glucose monitor (cgm) error occurred, and a new sensor session was unable to be started. There was no reported impact to the customer's blood glucose level. It was indicated that the pump will continue to be used for diabetes management.